Manufacturer narrative:
(B)(4). This report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA p980040. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that just after implantation of the intraocular lens (iol), the doctor did not find the trailing haptic. The doctor found that the trailing haptic had remained in the cartridge. One day after the operation, unexpected postop refraction occurred from about 2 to 3 diopters compared to the target diopter. Doctor has a plan for explant of the lens. Further information provided noted the lens was explanted on (B)(6) 2016, and a new lens, same model (pcb00v) was implanted. Incision was enlarged about 4mm at that time and a suture was also used. No further information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 02/08/2016. Device returned to manufacturer: yes. Device evaluation: the intraocular lens was returned to the manufacturing site for investigation. Visual inspection at 10x microscope magnification was performed and showed that one haptic was observed detached, confirming the event reported. Manufacturing record review: the manufacturing process record was evaluated and the lenses were manufactured within specifications. The units were released according to specification. A search on complaints related to the production order revealed that no other complaints were found for this production order. Labeling review: the directions for use (dfu) were reviewed and adequately provides instruction and precautions for the proper use and handling of the intraocular lenses to include use with the preloaded delivery system. Based on the manufacturing records review, analysis of the return, historical complaint review and nc/ncr/ER review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.